Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is not returning. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, at the time of the shooting and the opening of the stapler, it was observed that the staples had not closed. A new reload was opened and the procedure finally was okay. There were no adverse consequences for the patient.